Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose over 600 mg/dl with chest pain and abdominal pain associated with a time/date issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the user did not correctly set the time and date in the pump after both were set to default settings. This complaint is being reported because the user allegedly experienced hyperglycemia as a result of use error.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2016 with the following findings: the last basal delivery was on (B)(6) 2015. The reported date of the complaint had been overwritten due to continued use of the device. There was no evidence of a time/date reset observed. The total daily dose added up and equaled the programmed basal rate target. ¿ez-prime¿ steps were performed correctly and the pump passed a time test. There were no errors, alarms or warnings during the investigation and the pump reflected 24u after a 24hr on 1u/hr duration test. The pump delivered within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.